Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the revision was successful. This gave the patient very good stimulation. The patient had a clinician follow up the day prior to the report and was doing well.

Event description:
On (B)(6) 2014, it was reported that the patient bent over and heard a pop and then immediately stopped feeling stimulation on the right side, and the patients desired are of stimulation was the right side. The patient could feel stimulation from the left lead, but not the right, even after programming changes were made in the office the day of the report. Impedance testing was done and it showed an open circuit. Further imaging at the pocket and lead tip location was recommended as well as replacing 8-15 lead. It was reviewed that the left lead was probably ok, but it showed some troubling impedances too. Impedances were measured at 15volts with reference electrode 0, and electrode impedances were reported as follows: 0 ---, 1: 545 ohms, 2: 536 ohms, 3: 545 ohms, 4: 17,204 ohms, 5: 606 ohms, 6: 601 ohms, 7: 597 ohms, 8: 18 ,351 ohms, 9: 8,272 ohms, 10: 16,223 ohms, 11: 12,945 ohms, 12: 18,800 ohms, 13: greater than 20,000 ohms, 14: 16,573 ohms, 15: greater than 20,000 ohms. It was unresolved at the time of the event. It was later reported that the patient was unable to get stimulation in the area of pain. The device support indicated impedance problems with the right lead and a short on the left lead based off of the impedance numbers. The patient was not getting stimulation at all at the time of the report and was scheduled for a revision on (B)(6) 2014. Information has been requested regarding the revision and patient outcome which was not reported regarding this event. If additional information is received, a follow-up report will be sent.